Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized the same day as the onset. On an unreported date, the patient began treatment with injections of amikacin (100 mg), reflin (500 mg) and heparin (500 iu), in all of their exchanges for peritonitis. The cause of the peritonitis was not reported. The patient was recovering from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of peritonitis was constipation. The patient recovered from the peritonitis. Upon further investigation, it was determined that the peritonitis was caused by patient constipation. Baxter disposables are no longer suspect products.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.